Manufacturer narrative:
Concomitant medical product: 7278 ICD implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was not functioning. The lead was capped, replaced, and several years later removed. No patient complications have been reported as a result of this event.